Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and complete the device evaluation. Failure analysis was not able to reproduce the reported failure, however, a review of the system logs verified the faults had occurred. The cfc switch cap assembly, escc board and connecting flex cable will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted gastric bypass (roux-en-y) procedure, the customer experienced repeated 23020 errors every time the clutch button on the camera arm was pressed. The customer rebooted the system and exercise the arm with no success. At that time the customer elected to convert and complete the procedure using traditional laparoscopic techniques. It was confirmed there was no patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility to inspect the system and was able to reproduce the customer reported errors. The tfs replaced the endoscopic camera manipulator (ecm) to resolve the issue.